Event description:
On (B)(6) 2025, the user reported that on an unknown date they experienced hypoglycemia, with the blood glucose value not reported. Prior to seeking emergency care, the user reported a low blood glucose event; no additional details regarding self-treatment or caregiver assistance were available. The user was evaluated in the emergency room, and details regarding treatment, admission, discharge date, and outcome were not available.

Manufacturer narrative:
The manufacturer became aware on 16-dec-2025 that the user experienced a hypoglycemic event on an unknown date that required emergency room assistance. Limited information was available, and the user could not be reached despite multiple contact attempts to obtain blood glucose values, treatment details, or hospitalization information. No further information regarding medical management or outcome was provided. Investigation of this case revealed that the cause remains unclear due to limited information and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.